Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. Once the pod was removed from the infusion site (hip/buttocks) the patient discovered the needle had not retracted upon initial activation. As treatment, the patient applied a new pod. The pod will not be returned as it has been discarded.